Event description:
Caller reported that the t:slim x2 pump battery was not charging, and a power source alert was recorded in the pump history. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, ensuring that the customer would switch to mdi as a backup therapy to maintain insulin delivery.